Manufacturer narrative:
(B)(4). Batch # n55d9x. The ec60a device was received for analysis with no visual non-conformances and with an ec60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. In addition, two ecr60g cartridges were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4) date sent: 1/10/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You stated that the device "would not fire and open the jaws". Was the device stuck on tissue when the jaws would not open? If yes, were the device jaws able to be opened? If not, how was the device removed from tissue?

Event description:
It was reported that during a colorectal procedure, the device would not fire and open the jaws. The product code of the cartridge is unknown. The patient was not harmed and the case was not delayed more than 30 mins. The event was managed by opening a new gun and proceeding with the case. There were no adverse consequences for the patient reported.